Event description:
It was reported that a brake malfunction occurred. The target lesion was located in the mid to distal right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, while advancing the device over the rotawire using dynaglide within the guide catheter, the rotawire was inserted along with the burr. However, the lock release button was not functioning properly, so a manual insertion was performed and the use of dynaglide was discontinued. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1-initial reporter city: (B)(6).

Manufacturer narrative:
E1-initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Analysis was performed using a test rotawire, as the rotawire used in the procedure was not returned for analysis. After the rotawire was inserted through the device and the device was connected to the rotapro console control system, the knob switch (ablation button) was pressed. The brake activated and held the rotawire in place when the device was activated in dynaglide mode. When the brake defeat button was pressed, the rotawire was able to be manipulated back and forth as intended by design. Product analysis could not confirm the reported events, as the brake activated and was able to lock on the wire in dynaglide mode, and the rotawire was able to be manipulated when the brake defeat button was pressed.

Event description:
It was reported that a brake malfunction occurred. The target lesion was located in the mid to distal right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, while advancing the device over the rotawire using dynaglide within the guide catheter, the rotawire was inserted along with the burr. However, the lock release button was not functioning properly, so a manual insertion was performed and the use of dynaglide was discontinued. The procedure was completed with another of the same device. No patient complications were reported.